Event description:
Rptr noted problem with a glucose meter used for monitoring blood-sugar levels in diabetics. The problem may also exist with any meter in which a conductive element on a plastic substrate is inserted in a meter. Electrostatic charge is readily developed on insulating materials. The insulting substrate used in glucose monitors can develop charge due to movement within the package or when the user unwraps the strip. When the strip is inserted in the meter, charge on the strip induces a transient into the meter that can: 1) cause failure of a device in the meter, 2) damage the electronics, or 3) cause inaccuracies in the meter reading by electron injection. In some cases the meter may continue to operate, but rptr suspects with reduced accuracy. Rptr made some measurements on such a glucose meter strip and calculated a static potential on the strip of 700 volts. This potential is well within reason and may be the cause of several meter failures, and of the significant inaccuracies that rptr has experienced. On occasion, rptr has tested twice in succession, and has seen the readings differ by 100%. Blood glucose testing meters can and should be designed to overcome this problem and tested to verify the design. (*)